Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported explantation of an intraocular lens. "Hyperopic miss" was reported. Additional information has been requested however, further information has not been received.

Event description:
Additional information was received, indicating that the "hyperopic miss" was not, due to the iol. The power of the iol was changed. There was no patient harm reported.

Manufacturer narrative:
Additional information was received, following submission of the initial report, indicating that the power of the iol was changed. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome, trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. This event does not meet criteria, as a reportable malfunction based on information received following submission of the initial report. There is no evidence of a life threatening injury/illness or permanent impairment/damage. There has been no medical or surgical intervention to preclude permanent impairment/damage. The manufacturer internal reference number is: (B)(4).